Manufacturer narrative:
The hydrus microstents presumably remain in-situ and are not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Iritis is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A patient with bilateral hydrus microstent implantation (on unknown dates) experienced recurrent iritis 3 months post-hydrus implantation ou. The iritis was responsive to steroid treatment in both eyes, but recurred after steroids were discontinued. Additional information was requested but has not been provided.